Event description:
It was reported that the stimulation from the cochlear implant became high-pitched and very unpleasant. The patient had very poor pitch discrimination which did not improve with rehabilitation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.